Event description:
It was reported that the dia 5mm tungsten needle holder (cev738t5) broke during use. The customer was unable to provide any additional information regarding this event. It is unknown whether any injury or surgical delay occurred.

Manufacturer narrative:
The dia 5mm tungsten needle holder (cev738t5) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the tungsten needle holder verified the complaint reported by the customer as valid. The movable jaw was broken. Root cause analysis: uses requiring the application of excessive force, as well as successive cleanings could have weakened the instrument and caused it to break.